Event description:
The customer reported a false negative result with the binaxnow covid-19 ag card performed on (B)(6) 2022. The customer stated the patient tested positive on (B)(6) 2022 using an unknown brand of antigen test. Confirmation testing via an unknown pcr platform performed (B)(6) 2022 generated a negative result, however, the customer felt that the binaxnow ag card result was inaccurate. The customer stated the patient was symptomatic.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.